Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the distal setup joint (suj) and the universal surgical manipulator (usm) 2 in accordance with isi procedures and this resolved the issue. System tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿319¿ error was triggered indicating fault on the ¿ac_xd¿ axis, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where the ¿clock spring, parallelogram and rolling loop fiber¿ was found to be failing. Once testing was completed, the ¿clock spring, parallelogram and rolling loop fiber¿ was aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the ¿clock spring, parallelogram and rolling loop fiber assemblies¿ were found to be the root cause of the reported event. As of the date of this report, the distal suj has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a move was made to another patient side cart (psc) due to errors on arm 2. Errors logged included a (B)(6) ¿patient clearance¿ error, and the site was unable to recover from these errors. As a result, a decision was made to swap out the psc for the day¿s cases. Additionally, logs indicated errors on both the axes controller spar (acs) and axes controller, motor (acm) boards on universal surgical manipulator (usm) 2. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the surgeon performed a da vinci-assisted hysterectomy. The procedure was conducted around 8 a.m., and ports were placed prior to the issue being identified. Patient demographics were not provided.

Manufacturer narrative:
The distal setup joint (suj) been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, where no errors were triggered and performed as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed tornado back electromotive force (emf) iloop calibration when exercising the tornado. As a result of these findings, fa was able to conclude that the axes controller tornado (act) and the motor module chipencoder virtual absolute (cva) are consistent with the reported event and were found to be the potential root causes. The probable root cause is attributed to the act and the motor module cva in the distal suj and the clock spring, parallelogram and rolling loop fiber assemblies in the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.